Event description:
One electrode not providing signal while in patient atrium (right). No patient harm occurred another grid x catheter was opened and used to complete the case. Vendor notified. Manufacturer response for cardiac mapping catheter, advisor hd grid x sensor enabled (per site reporter).